Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/24/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: a needle and a dispensed suture product code: j433 were returned for analysis. Upon visual analysis of the returned sample revealed that clip off defect was observed in the sample. The barrel hole was examined under 20x magnification and revealed a remnant suture. In addition, the extreme suture was noted to be severely cut. As per returned conditions of the sample no functional test was performed. This defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking. Based on the information currently available, the clip off was identified during the investigation of the sample received. This product issue will be addressed through quality system.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. This event is related to mw # 2210968-2021-12682, mw # 2210968-2021-12683, mw # 2210968-2021-12684, mw # 2210968-2021-12685.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. The suture was pulling off from the needle during the procedure. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.